Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2024, two plates were removed and replaced on (B)(6) 2024 due to non-union and a broken medial plate. No other patient outcomes were reported as a result of this event. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. A number of factors could have contributed to what was reported and although the most likely cause cannot be determined based on the available information and without the return of the device, the broken plate was likely subjected to excessive bending stresses which resulted in the breakage and contributed to the non-union. The company will supplement the MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2024, two plates were removed and replaced on (B)(6) 2024 due to non-union and a broken medial plate. No other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2024, two plates were removed and replaced on (B)(6) 2024 due to non-union and a broken medial plate. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation. Additional information indicates the male patient had uncontrolled diabetes, a bmi of 35 and neuropathy. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although several factors can contribute to the reported event, the most likely cause cannot be determined due to the limited information provided, and no device being returned. However, additional information indicates the patient's uncontrolled diabetes, and bmi most likely contributed to the broken plate to the non-union. The company will supplement the MDR as necessary and appropriate.